Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported a blood glucose (bg) level of 338 (mg/dl) that was addressed with a correction bolus. Reportedly, customer stated that their bg level was due to recently drinking juice, and not due to the malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer reported that they will continue to use the pump, and stated that they have insulin injections available for alternate insulin therapy if needed.